Event description:
The pt called in response to the recall notice. No physiological effects were reported. His insulin infusion device was replaced and requested to be returned for evaluation. On (B)(6) 2009, an evaluation of the device found that both the up and down buttons were defective.